Manufacturer narrative:
A medtronic representative reported prior to a planned maintenance (pm) that batteries will be needed. An order was placed for the batteries in order for the batteries to be on the site for the future pm. No patient was present. Upon performing the pm, it was found that the tray 4 batteries molex connector wires were broken at the pins. Additionally the stand alone board stopped working after a restart. The medtronic representative replaced the batteries, as well as the stand alone board and the battery terminal. A system checkout was performed which verified that any issues were resolved. All parts, except the stand alone board, were discarded onsite and were therefore unavailable for analysis. The stand alone board was sent back to the manufacturer for analysis where there was a confirmed electrical failure of the part. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported prior to a planned maintenance (pm) that batteries will be needed. An order was placed for the batteries in order for the batteries to be on the site for the future pm. No patient was present.